Manufacturer narrative:
The instrument and tip cover accessory have not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Intuitive surgical attempted to contact the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided or obtained as of the date of this report.

Manufacturer narrative:
Corrected data: the date of event for this reported complaint is unknown. On the initial MDR for this complaint, section was incorrectly entered with a date of (B)(6) 2013.

Event description:
On (B)(6) 2013, a video was posted on (B)(6) by dr (B)(6) with the following description: da vinci robotic hysterectomy . Video-documented insulation failure of monopolar hot shear instrument. Instrument replaced . No injury to the patient. Caution should be taken, when using monopolar electrocautery near ureter, small bowel, large bowel or any other organ.